Event description:
A physician reported that the cutter could not work resulting in actuation, cutting, and aspiration failure of the cutter during surgery. The surgery was completed on the same day after replacing the product with another one. The procedure type was unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with cutter inside port. The sample was then functionally tested for actuation, aspiration and cut. All functional testing were unable to be performed as the inner cutter was in the port. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at one location on the inner cutter. The extension was pulled out of coupling. Presence of adhesive on the extension when put under uv (ultraviolet) light. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the report of actuation, aspiration and cut failures due no presence of the inner cutter in the port. The cause of the actuation, aspiration and cut failures is the separation of components within the probe. It appears that during use the adhesive bond failed causing the extension to detach from the coupling. The exact root cause of the extension detachment cannot be determined; however, a manufacturing related route cause cannot be ruled out. A non-conformance record has been initiated regarding the extension detachment. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).